Event description:
Additional information received reported the patient was scheduled for a battery replacement procedure tomorrow, (B)(6) 2014. The battery was reportedly dead, and the manufacturer representative (rep) thought that meant overdischarge. It was noted the patient may need a lead replacement too.

Event description:
Additional information received reported the patient had her battery replaced on wednesday and per the physician's instruction, the patient was not to turn stimulation on until her follow up appointment on 2014-07-03.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998, lot# v010099, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v010099, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the event was "dead generator." It was reported the implantable neurostimulator (ins) had normal battery depletion, and a charging issue. It was noted reprogramming occurred on (B)(6) 2014. It was noted surgical intervention had occurred in the form of replacement on (B)(6) 2014. Description of the surgical revision noted that they changed the generator only and was repositioned from the buttock to the low back. The patient did not require hospitalization due to the event, and it was noted it was a same day surgery. The patient's outcome was reportedly unknown at this time.

Event description:
Additional information received reported the patient was doing well and had effective stimulation when seen at last appointment.

Event description:
It was reported that there were telemetry issues. It was noted that the patient had not used her stimulation for a year. It was stated that the patient had not been charging her implantable neurostimulator (ins) as it was more of a hassle for her even though she had been getting some pain relief with her stimulation. It was noted that the patient had been getting shocked 2-3 times a day at the ins site. It was noted that the shocking had been occurring for the past several months. It was noted that the patient had had several falls, but the patient was unsure if any of the falls correlated with the start of the shocking sensation. It was stated that the ins position had not changed. It was noted that the shocking could not be recreated by pressing on the ins or through physical movement. It was noted that the ins had been overdischarged. It was reported that the overdischarge was confirmed and the ¿power on reset (por)¿ was unsuccessful. It was stated that the patient was going to be scheduled for a replacement of the ins. It was noted that the case date was unknown.